Event description:
It was reported that the patient had a head MRI on (b)(64) 2011, and the implanting physician's office believed the interstim was no longer working. The patient was scheduled for a (B)(6) 2011 appointment to determine if the MRI caused any damage to the device. The device had not been interrogated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).